Event description:
It was reported the patient had problems recharging in the past. Follow up identified the patient no longer had stimulation, and the ipg was not working. It was reported the patient was to work with a physician for surgical intervention to be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.